Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-04216 addresses the other device. It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure performed on (B)(6) 2010. According to the complainant, it was suspected that the output of the endostat ii electrosurgical unit was low. Following the procedure, the endostat ii unit was tested and reported to be operating correctly. On (B)(6) 2010, the complainant notified boston scientific corporation that a polypectomy snare (manufacturer unknown) used with the endostat "appeared to be tearing more than cauterizing". The complainant was unaware of any patient complications as a result of this event. However, attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date, and for this reason, this event shall be reported as an adverse event. Should additional relevant details become available, a supplemental report will be submitted.